Event description:
Report received from the USA regarding a motor device in which it was reported that the device "will not operate". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there was any delays in surgery or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The motor device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).